Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that system was unable to emit x-rays. Quotation has not been accepted by the customer and quotation has expired no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.